Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose value was 400 mg/dl at the time of incident. Customer reported has been using insulin pump system within 48 hours of reported event. Customer reported having some issue with his pump, every time he put the mio and had this issue last week he got up to 400 mg/dl and had to swap it and this morning he was at 310 mg/dl also stated last night he put it in on his left side and seemed like he was not getting insulin. Customer stated he had not eaten anything. Customer stated said he woke up at glucose level 250 mg/dl and they treated for the high blood glucose using manual injection and today he used 2 infusion set already but due to this issue in general he lost 4 infusion sets already and asking to be replaced. Customer experienced symptoms like nausea and was thirsty. Customer does not alleged pump was under delivering. Customer reported that insulin exited at the quick release. The devices will not be returned for analysis.